Event description:
Received a letter from an attorney alleging the customer suffered a fractured femur when she fell from the powerchair after the seat belt buckle failed.

Manufacturer narrative:
The attorney representing the customer does not know the whereabouts of the lap belt. Conclusions: cannot draw any conclusions at this time. If the attorney for the customer should locate the lap belt and make it available for evaluation, a follow up report will be submitted.